Event description:
It was reported that patient was on the floor and pushed himself up as a result the device was "sticking out of his chest and the patient could see the leads, it was very painful". Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.